Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t1: implant of the fast fix 360 fell off from the meniscus, it was found that there was no suture connection between t1 and t2. The t1: implant was removed from the patient with tweezers. Surgery was completed with a backup device instead. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the spline tube fractured and the actuator bar fully extended. No suture material or anchors were returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it is unable to function due to the fractured spline tube. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.